Event description:
It was reported that the 9900 system had a collimator iris potentiometer error message and the camera would not work during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ffb board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.